Event description:
Customer reports 3 infusors containing morphine and saline to a total volume of 60ml overinfused over 24 hours during pt use. Customer reports no adverse clinical reaction reported. No further details available.